Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Femoral access was obtained and heparin was administered. After the device was deployed, a clot was observed distal to the face of the device via transesophageal echocardiogram (tee). Activated clotting time (act) was 369 prior to clot and measured again after the clot was observed, which was greater than 400. The device met release criteria and was successfully implanted. No adverse patient events occurred. Per physician, patients dialysis contributes to her hypercoagulable state. Patient is stable following these events.